Event description:
Same case as MDR ID 2134265-2013-01922, MDR ID 2134265-2013-02012. It was reported that during preparation for an intravascular ultrasound (ivus) procedure, failure to pullback occurred. While using an ilab cart system, the physician selected an atlantis pro imaging catheter for pretest. During pretesting, automatic pullback was attempted but failed. It was noted that automatic pullback was attempted three to four times. No manual pullback performed. Another catheter was used but the same problem occurred. As a result, the motor drive unit stopped working intermittently after the test. The procedure was not completed due to this event. No patient complications were reported and the patients' condition is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).